Event description:
The physician used a reef balloon for an avf lesion which was approximately 50% occluded with little calcification. Negative prep was not performed on the device prior to use. Resistance was encountered between the reef and the sheath. The reef balloon was inserted through the brachial artery and was inflated to 18atm when it burst. It was reported that surgery was required to retrieve the balloon catheter out from the body and to provide further repair on the fistula. Device evaluation the shaft tube is ruptured at about 30cm from the strain relief tube.the tip is severely damaged and deformed.the device is stuck on the guide wire and the marker tube is elongated.there is a radial burst in the middle of the 40mm balloon. Both marker bands are attached on the marker tube.

Manufacturer narrative:
(B)(4). Evaluation results: patient's condition affected effectiveness of device (av shunt, difficult to treat). Evaluation conclusion: device failure/lack of effectiveness related to pateint condition (difficult lesion to treat).